Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a yankauer. The customer reported prior to induction of anaesthesia, when the yankauer was being removed from the packaging, the yankauer snapped in two pieces. Customer also noticed that the edges of the yankauer had sharp edges. There was no harm to pt, as the nurse noticed prior to use.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.